Event description:
It was reported that the patient with this artificial urinary sphincter (aus) complained of urinary leakage, discomfort and pain. The physician decided to try to make a pressure adjustment in the device and found that there was a fluid loss due to micro hole in the balloon; therefore, the balloon was removed and replaced. No additional patient complications were reported.